Event description:
It was reported that the patient was experiencing tenderness on both the implantable pulse generator (ipg) and spinal cord stimulation (scs) lead site. It was also stated the patient had no pain relief from the stimulator. The patient underwent an explant procedure and the explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7076780.